Event description:
Reporter stated the patient has experienced hyperglycemia of up to 501 mg/dl since (B)(6) 2013. She saw her diabetes specialist on (B)(6) 2013, and he believes the infusion device was not correctly delivering the basal rates. The following occurred on (B)(6) 2013: blood glucose was 444 mg/dl at 5:00 am and she delivered 8.0 iu via the infusion device, blood glucose was 326 mg/dl at 8:45 am and she ate 1.5 be and delivered 8.0 iu via the infusion device, blood glucose was 501 mg/dl at 11:00 am and she ate 3.5 be and delivered 8.0 iu via pen, blood glucose was 110 mg/dl at 2:00 pm, and blood glucose was 69 mg/dl at 3:00 pm and she ate 2 be. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used headset and transfer set were visually inspected and tested for flow and tightness. The test results were within specifications.